Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for diabetes ketoacidosis and high blood glucose of 1080mg/dl. The customer stated that she was not able to rewind the device. The customer also stated that the introducer needle broke off and it was removed. The customer stated that her blood glucose was fine, and the next day she was nauseated, vomiting, and her glucose level rose to over 600mg/dl. Troubleshooting was performed. Instructed customer to rest the infusion pump without the battery. The battery was reinstalled and the device alarmed. The programming and alarm history were correct. Ran a fixed prime and high pressure tests and the device passed the tests. No further information was provided.